Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose in the 400 to 500 mg/dl range at the time of the incidents. The customer was in the 300 mg/dl at the time of admission, and at 158 mg/dl on the morning of the call. The customer used the pump and was given intravenous insulin to treat. The customer experienced symptoms such as nausea, abdominal pain, difficulty breathing, headache, and vomiting. The customer was wearing the insulin pump during the incident. The customer reported getting a no delivery alarm. Troubleshooting was not completed but no issues were found. The customer went low to 24 mg/d after the high. The insulin pump will not be returned for analysis.